Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl to 45 mg/dl. Customer treated low blood glucose level with food. Customer states that they needed assistance on how to change the basal rate on their insulin pump. Customer has been having low blood glucose levels and their doctor advised them to change their basal rates. The customer was assisted with troubleshooting. The product was not returned for analysis.